Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 28-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 had failed and was not detected on the bus. A field service engineer removed the rear panel and confirmed that the controller board lights were not illuminated. The fse then shut down the station, replaced the controller module, and restarted the system. The drawer was tested using the hardware test application and functioned correctly. An acceptance test was completed successfully, and the application was restarted. The customer was able to access the drawer, inventory the medication, and verified full functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all of the cubies had a failed storage reason of device not detected on bus, which the user was unable to resolve even after a reboot. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.